Event description:
When setting up the penumbra aspiration pump, a severe crack was noticed in the vacuum canister. Upon inspecting the other canister from the inventory, a crack was also present on the container. Neither canister would hold vacuum.

Manufacturer narrative:
The MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009.